Event description:
The customer reported via phone call that the insulin pump sustained physical damage from having been dropped and no longer worked. The customer stated that the insulin pump had a crack in its screen and casing. He stated that the screen was busted. He reported that he changed the battery, but only the backlight of the insulin pump worked. He stated that nothing else on the insulin pump worked. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had cracked and bleeding display glass. The functional testing could not be completed due to the physical damage to the display. The insulin pump was received with a cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.